Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be activated, making the cylinders unusable. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be activated, making the cylinders unusable. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.